Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim: in the year 2013 due to pain performed a scintigraphy: the examination detected a prosthetic infection. The same day was performed a x-ray examination that detected a bone interruption/ discontinuation with a transparency area.

Manufacturer narrative:
A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy 16-27. Due to a fall in which the neck of the left femur broken , was subjected to a pta surgery on date (B)(6) 2009. During this intervention the medical equipment implanted a depuy mom implant (neck and ceramic stem ). In the year 2013 due to pain performed a scintigraphy: the examination detected a prosthetic infection. The same day was performed a x-ray examination that detected a bone interruption/ discontinuation with a transparency area . Update nov 30, 2017: additional information received. Corrected patient's first name. This complaint was updated on: dec 8, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.